Event description:
A report was received that a patient underwent a pocket revision due to difficulty charging as the pocket site was too deep. The physician repositioned the pocket and replaced the ipg. Although the ipg was working properly and providing stimulation, the physician elected to replace it. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.

Manufacturer narrative:
This is the final report.